Event description:
Physician pre-dilated and used a 6fr x150 stent. Pinnacle sheath to go up and over the bifurcation. The physician stated, "the stent-tracked great and then the first 50mm of the stent deployed easily and then it just stopped." The physician decided to pull the stent out, however, the stent fractured and about 50 to 70 mm of stent was left in the sfa/common femoral. The catheter pulled away from the paddles. The catheter would not pull back all the way, even with the stent deployed outside of the body. The physician decided to leave the fractured stent within the sfa and no further intervention would be performed. Patient is reported as doing fine.